Event description:
During surgery, the cement was used with acm at the operating room temperature of 25 degree in c. The cement set too quickly. It set within about 4 minutes so the stem could not be placed into the canal. The surgeon tried to remove the hardened cement with some instruments. However, the surgeon could remove only partial. This, the surgeon used a cannulated reamer to remove the cement and tried to place a smaller stem. However, the reamer penetrated the anterior femur. The patient was closed without stem. The mixing time was 1 minute and 30 seconds. The antibiotic powder was mixed with the cement.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.